Manufacturer narrative:
Correction statement was provided in h.6., and h.11. Correction information has been provided in section h.6. In the initial medical device report (MDR), the FDA product problem code a0202 was inadvertently omitted. It has now been added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the company injector caused anterior capsule tear. Additional information was received by stating, the surgeon noticed an anterior capsule tear during lens implantation and suspected that the tear had been caused by a burr or rough edge on the injector plunger.